Event description:
In 2004, the patient was treated for an abdominal aortic aneurysm with the gore excluder bifurcated endoprosthesis. Three years later, imaging revealed the patient had experienced aneurysm growth of 1cm. The patient was also experiencing an undeterminable endoleak was well as endotension. Two months later, a re-intervention took place. The original trunk-ipsilateral leg component and contralateral leg component were relined with non-permeable gore excluder aaa endoprosthesis. Two iliac extenders were also implanted to extend into the common iliac arteries. The patient tolerated the procedure and is reported to be doing well.

Manufacturer narrative:
Device remains implanted in the patient. A review of the manufacturing paperwork has been requested.